Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced occlusion errors during testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional flow line testing, the device was able to properly detect both an upstream and downstream occlusion. A review of the event history log revealed 'downstream occlusion' and 'upstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification upstream and downstream sensor readings. The ultrasonic sensor and the force sensor could not be calibrated and require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.